Event description:
Customer reported that while removing the device, the drainage portion of the convertx catheter fractured during conversion. The drainage portion was successfully removed. The stent portion was inspected and showed no defects.there was no patient injury oe medical intervention reported. No additional information is available.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up report will be submitted once investigation and product history review are complete.